Manufacturer narrative:
The customer reported that the patient developed endophthalmitis after a vitrectomy operation. There were 2 cataract/vitrectomy (1st and 2nd case) and 1 vitrectomy scheduled (3rd case) for surgery. This investigation will serve as the 2nd patient of 3. The system was used on all three cases. The affiliate indicated that the same kind of cassette was used for all three cases, and no cassettes were re-used. The source of the endophthalmitis was gram positive bacteria for a cataract/ vitrectomy case. The physician stated that the operation was complete after fluid air exchange (fax) was performed. Follow up information was received from the physician. He thought that the cause of endophthalmitis cases could be related to the ¿device's air filter¿, as this patient and the other two previous patients (who developed endophthalmitis) also had fax as well. Additional information obtained states that the surgeon was concerned with ¿unchangeable air filter¿ in the console. Additional, related information was requested but was not obtained from the customer. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information received indicates the patient has recovered from endophthalmitis. However, the vision is deteriorated since the operation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced endophthalmitis post a vitrectomy procedure. The operation was completed after air filling into the patient´s eye. Culture results for the patient were staphylococcus bacteria found. An additional procedure was performed to remove the infection from the eye. The surgeon noted this maybe caused by the patient not keeping the eye clean. The surgeon also suspects the system's air filter and cassette as possible cause. This is the one of three reports for this facility. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received form the surgeon indicated that he suspects the cause of the endophthalmitis could be related to the devices air filter as this patient also had a fluid air exchange (fax). The surgeon was concerned with not being able to change the air filter in the system.